Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had an episode with a pre-ventricular contraction (pvc) which occurred during an atrial paced (ap) event which falls into cross chamber blanking, resulting in a ventricular paced (vp) event occurring on a t-wave.